Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to a deficiency in delivery. The cannula was examined and a slight bend was observed. The finding is considered to have occurred post use. Had it occurred during use, there would have been pressure build up in the fluid path resulting in a rapid increase in pulse widths and/or timeouts that may generate an occlusion alarm.

Manufacturer narrative:
The device has been returned to the manufacturer; but the evaluation has not begun. A supplemental medwatch report will be sent upon completion of the investigation.

Event description:
The mother reported her daughter's blood glucose reached 390 mg/dl while wearing the pod between 4 and 24 hours. The patient endured additional symptoms of lethargy and vomiting, therefore, was taken to the hospital for treatment. She was diagnosed with diabetic ketoacidosis (dka), treated with intravenous fluid and zofran (for nausea) and released the same day. While at the hospital, the pod was removed and a bent cannula was identified. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).